Event description:
The patient had two leads (from the same lot). It was reported the patient was not receiving adequate coverage. Reprogramming did not resolve the issue. During surgical intervention, one of the leads was found to be kinked at the lead anchor junction. Invalid impedance was also revealed. Lead migration was discovered via fluoroscopy. The lead was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Evaluation results: the lead was received complete. A microscopic inspection displayed two areas where the lead body was kinked. Measurements of the lead body damage confirmed the lead body kink and wire damage occurred 34mm from the lead anchor cam impression. It was also confirmed the lead damage occurred at the distal end of the lead anchor. Due to the complete separation in the lead wires, no electrical testing was performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.